Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope¿s insertion tube braids or bending mesh protruded outwards and about 1 inch from the tip there was fiber matter stuck inside the scope. The event occurred prior to use for an unknown procedure. The procedure was completed with a similar device. There was no delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation of the device, it was noted that labels had minor peeling, distal end plastic had dents, light guide lens had an internal crack, control body was dented, light guide tube had scratches and scope connector had dents. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It was noted that the customer reprocessed the device before sending it in. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material may not have been removed due to physical damage on the device. The event can be prevented by following the instructions for use: "-inspection of the endoscope" olympus will continue to monitor field performance for this device.